Event description:
The brakes released when the bed height was changed to its lowest position. Allegedly, the thigh section deck was broken in such a way that the gatch actuator tube to come down into contact with the brake assembly and disengaged the brakes. No pt injury was reported.